Event description:
The pt has performed home pregnancy tests that were positive. When the pt came to the office, the urine test result on mckesson rapid test was negative. Test was repeated right away using the same urine specimen and the result was negative again. When pt was sent to the lab for serum test, the result was positive. It is not known if it was first morning urine. Misty wagner who reported this complaint and performed tests admitted that she did not follow procedure from product instruction - she said that sometimes she uses one drop, sometimes 3. She said that she doesn't use a timer, but uses her watch and read results in 3-5 minutes. She was instructed to follow the procedure from product instruction.

Manufacturer narrative:
Retention device testing performed. The retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml, 10iu/ml and 213.2iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Manufacturing documentation for this lot number was reviewed. No abnormality had been observed.